Manufacturer narrative:
The t:slim g4 user guide states, "replace the cartridge every 48 hours if using humalog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels reaching 600 mg/dl. The customer reported the cause for elevated bg levels is unknown, but may be due to having a "stomach sickness" and temporarily being off the pump for a period of time. Customer administered a manual injection to address elevated bg levels. System check with tandem technical support was performed and the pump functioned as intended. Customer reported humalog insulin is used and the pump supplies are changed out every 3 days. Recommendation was made to discuss diabetes management with customer's health care professional. At the time of the report, customer's bg level was 400 mg/dl.